Event description:
Additional information received indicated that the patient's right ventricular lead was repositioned. Further information was requested but has not yet been received.

Event description:
It was reported that the patient's right ventricular lead was discovered to be dislodged, resulting in inappropriate shock/ therapy. No intervention was performed. The patient's condition was unknown. Further information was requested but not received.